Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had poor wound healing and erosion at the ipg incision site. The physician performed a wound debridement and wash out, then re-sutured the incision. The patient was doing well postoperatively.